Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for the revision surgery on (B)(6) 2021. A skin revision was also performed during the same surgery. This report is submitted on november 12, 2021.

Manufacturer narrative:
This report is submitted on october 15, 2021.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 to tighten the loosened screw of the implant magnet. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.